Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer was incoherent with lbgs. The priming technique and insulin concentration were verified correctly. It was indicated that the programming was incorrect. The customer was educated on the impact of incorrect programming on bgs. In addition, the history revealed boluses that the customer did not program. At that time, the customer was advised that a replacement will be sent.